Event description:
It was reported that a preclosure of a common femoral artery was attempted using a prostar xl device prior to a valvuloplasty procedure. Reportedly, the needles were deployed, but they bent. Needle back-down was unsuccessful, two needles did not re-enter the prostar sheath and the device was difficult to remove. The device had to be removed surgically. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed with the handle backed down. A large amount of dried blood/tissue was present on the device. Missing from the returned device were the white and green coiled suture lumens, leaving the green and white suture exposed at the handle end of the device. The anterior medial and lateral needles were partially deployed and entering the distal end of the barrel. The posterior needles were fully backed down into the guide. The distal end of the barrel presented two needle strike marks and internal device inspection revealed a compressed suture lumen indicative of a clamped coiled suture lumen. The guide was undamaged. The returned condition of the device confirmed the reported event. Needle deflection may occur due to anatomical, user, or manufacturing issues. To verify proper device function, prostar devices are visually inspected for proper unimpeded needle path, are microscopically visually inspected for proper needle orientation, prostar handle bonding, and visually inspected for proper needle deployment. Additionally, samples are taken from the lot and functionally and destructively tested to confirm proper device lot function. The compressed suture lumen indicated a coiled suture lumen was possibly inadvertently clamped, which would prevent proper needle and suture deployment as was reported and lead to possible device damage as exhibited in the needle strike marks on the barrel. The prostar instructions for use states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. However, because the coiled suture lumens were not returned, it cannot be confirmed that a coiled suture lumen had been clamped. There was no reported information to indicate a possible anatomical issue. Based on the investigation findings, the probable cause for the event was a user error of clamping the coiled suture lumen. However, because the user error cannot be confirmed due to missing components, the cause for the event is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed for the lot and there have been no previous incidents reported for a retraction problem, bent needles and difficult device removal. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).